Event description:
High reading s of 400 & 325 mg/dl. It was reported meter read 400 mg/dl and had breakfast while 90 minutes later, meter read 325 mg/dl. Reporter stated a lab was performed 30 minutes later and read 64 mg/dl and doctor took customer off of one of the oral diabetes medications. A request was made for the return of the suspect device and replacement product was sent.